Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional from a clinical study reported wound dehiscence at the left cranial hardware wound. It was indicated the patient had come to the emergency room with a small area of wound dehiscence at the left cranial wound. The patient had accidentally scratched the scan open revealing a sizeable crater over his cranial hardware. Diagnostic methods included laboratory testing that showed increased glubed and no culture growth on (B)(6) 2016. An examination was performed the same day revealed wound dehiscence at the right cranial wound. A day later laboratory testing was performed again, which continued to show increased glubed while all other labs were normal. Laboratory testing performed october 5 revealed normal lab testing. Interventions included 'other surgical intervention' involving a wound washout on the left cranial wound on (B)(6) 2016. The event had resulted in in-patient hospitalization. Etiology was reported as possibly related to the device or therapy, not related to the procedure, and related to the incisional site/device tract at the burr hole. The outcome was ongoing. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a healthcare professional from a clinical study reported the outcome was resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
Was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via a healthcare professional from a clinical study reported the outcome was resolved without sequelae 2016 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.